Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited noise. The ra lead also exhibited oversensing. The rv lead exhibited short v-v intervals and accelerated rates. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.